Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an effluent sample bag completely fell off before use for peritoneal dialysis therapy. The nurse reported that the port completely fell off when checked by the office staff. There was no patient involvement. No additional information is available. This is report two of two.